Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge senior territory manager (stm) evaluated the iabp and replaced the solenoid driver board and power management board. The stm also calibrated the system and performed functional and safety tests to factory specifications. The iabp was returned to customer and released for clinical use.

Event description:
It was reported that during use a burning smell was detected from the cardiosave intra-aortic balloon pump (iabp), and a high pitch alarm was activated, so the unit had to be shut down. There was no adverse event reported.